Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account found the cause to be the inner plastic of the side rail center arm assembly was broken. No further information is available on the repair of the bed at this time.